Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.6, lab: 2.3. Tested 2 patients; only able to provide information for one patient: inratio inr=4.6 and lab inr=2.3. Tested same patient on different meter inratio and result was within 0.2 of the lab result. Contact is a pharmacist who trains patients to use the inratio meter. She has been training for about 2 years and this is the first time she has encountered the meter results being outside the expected ranges. Two patients with discrepant high results on same meter. Only able to provide data and patient history for one.